Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had developed infection at the ipg site. It was mentioned that the ipg was coming out through the skin. The patient underwent an explant procedure.

Event description:
A report was received that the patient had developed infection at the ipg site. It was mentioned that the ipg was coming out through the skin. The patient underwent an explant procedure.